Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system had ongoing low anion gaps. Erroneous results were not reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. No specific patient data were provided by the customer. The customer stated that the problem occurs one to two hours after calibration.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and cleaned glue from the flow cell ports. The fse also performed sample probe alignments and primed the ion selective electrode (ise) system. A clear root cause has not been identified for this event but appears to be associated with ise system cleaning and maintenance. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.